Event description:
The customer had experienced a consistent rise in bg levels over a six hr period. Her bg was 146mg/dl and a correction bolus was administered, but three hrs later her level had risen to 395mg/dl. A second correction bolus was then administered, but her bg's rose to 458mg/dl an hr later. A third correction bolus was administered, though her levels continued to climb (to greater than 500mg/dl); the pod was deactivated at this time and a new one was applied. She noticed that the cannula "was out" (of her skin); no reason was provided as to how the cannula may have become displaced. The pod will be returned for investigation.

Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to the customer's high bg levels. The investigation showed that no hazard alarm had been initiated during operation, there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks and the needle mechanism operated as expected - all evidence of a properly functioning pod. The pod performed as designed during the eval and was fully capable of delivering all programmed doses of insulin. During device eval, we were unable to download pulse data, therefore, it could not be conclusively determined whether the drive had operated as intended during operation. Note: the customer reported that the cannula "looked shorter than usual, " though no abnormality of cannula length was noted during testing. Although no mechanical issues were found during the eval, it is determined that the customer's high bg levels had resulted from the cannula coming out of her skin. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite test results that show it operated mechanically as designed). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." A review of lot qualification records was performed - lot passed the acceptance criteria. Eval results pertains to the mechanical performance results of the pod. Eval conclusions pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure).